Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is an alarming insulin pump and the drive support cap is sticking out. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked belt clip slot, and a cracked reservoir tube lip. The insulin pump was unable to prime during the prime test and alarmed for a motor error during the basic occlusion test due to a loose and protruded drive support disk. No alarm was noted for a loose drive support disk.